Event description:
The customer contacted physio-control to request service on their device for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed a device lock-up condition that could delay, or prevent, defibrillation from being delivered if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and the user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.